Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that a patient was experiencing nausea and vomiting. When they interrogated the device, the serial number was missing. The other values were still there; amplitude was 8v, cycling was on .4 seconds, off 5 seconds. The battery status was ok. They were able to enter the serial number and program the patient. The amplitude was set to 9 and it was unknown how the patient was doing. No further complications were reported/anticipated.